Event description:
The event is reported as: the needle of the capio suture detached inside the patient. The physician attempted to locate the needle, but was unsuccessful. The needle was not retrieved from the patient. It is reported that there is no complication and that the patient is fine.

Manufacturer narrative:
Evaluation: conclusions: no conclusion can be drawn. No conclusion can be established due to the lack of information regarding the product code, lot number and lack of reported defective sample. No evaluation will be performed.